Event description:
I purchased a breast pump off amazon.com a few days ago, the order number is (B)(4). I purchased this device in good faith, expecting it to be safe and effective. However, using the device has caused damage to my breasts. Then I try to check if this device is FDA approved but I can¿t find any information about it on www.accessdata.FDA.gov. I am writing to you because I believe that this product is in violation of FDA regulations and should not have been sold on amazon.com. As stated in the FDA's 510k regulations, all medical devices must be evaluated and approved by the FDA before they can be sold in the united states. But there is no even manufacturer or distributor info on the packaging. I believe that this product should be removed from amazon.com and that the manufacturer should be held accountable for failing to meet FDA regulations. I hope that you will take the necessary steps to ensure that this product is no longer sold and that other consumers are not harmed in the same way. This is the product link: https://www.amazon.com/dp/b0bbpgs9nc?psc=1&ref=ppx_yo2ov_dt_b_product_details another color of it: https://www.amazon.com/dp/b0bf9dlz7r?ref=ppx_yo2ov_dt_b_product_details&th=1 thank you for your time and attention to this matter.